Event description:
A customer reports that a pt is undercorrected in the left eye following bilateral lasik surgery. This report is for the left eye, the right eye is being reported on manufacturer report number 3003288808-2010-00441. During the surgical procedure, the system displayed a 'high voltage' message. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).